Event description:
The following has been reported: from medtech colombia technical service, which reported infusion pumps installed at (B)(6) hospital. It was reported that a system error 104 occurs in the infusion pumps, which happens at any time during programming. Assistance is requested to verify this error, as it could occur during a specialized infusion, causing inconvenience to patients. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.